Event description:
It was reported that pump generated cartridge alarms, including cartridge alarm 20, and had experienced multiple cartridge alarms over the past couple of months. There was no adverse impact to the customer's blood glucose level. Customer planned to continue using current pump and rely on alternate insulin method if necessary, and tandem technical support arranged shipment of replacement pump with updated software, provided instructions for putting old pump into storage mode and returning it within 10 days, and advised customer to program pump settings and connect continuous glucose monitor on replacement device.